Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as serial no was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. A brief description from the surgery center indicated there was a loss of suction during the side cut on the left eye with 3 seconds remaining. The surgery center was not able to complete the side cut therefore the procedure was aborted. The laser treatment was rescheduled. This report is for the patient interface. Another report will be submitted for the laser equipment.